Manufacturer narrative:
The technician found the siderail latch was sticking. The technician cleaned and greased the siderail latch and spring assembly to resolve the issue.

Event description:
Technician alleged the siderail is not locking. No patient impact.